Event description:
Info received indicates when lowering the unit, the technician noticed it would not stop right away when the button is released.

Manufacturer narrative:
The technician replaced the hi/low drive brake spring, washer and bearing to repair the bed.